Event description:
It was reported by the systems longevity study team that there was extracardiac stimulation related to the left ventricular (lv) lead. The lv lead polarity was reprogrammed. The remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also reported that there was a subsequent report of stimulation with the lv lead; therefore additional reprogramming of the lv lead was done and remains in use. No patient complications have been reported as a result of this event.